Event description:
Use the 14 day free style libre blood glucose sensor made by abbott labs. The sensor unit failed after 11 days and provided seriously low and erroneous blood glucose readings. Abbott labs makes the reporting of defective sensors unduly complicated. As a result they are not accurately reporting data to the FDA. They are definitely failing to meet good manufacturing practices. The failure rate of their devices is approximately 50%. I am including data for 4 failed devices. Over the past year I have provided data for approximately 12-13 units out of a total of 26 used. FDA safety report ID# (B)(4).